Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing, it won't power on and emits a memory full message. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended as required.

Manufacturer narrative:
On receipt of the pad device a new pad-pak was inserted and all led's apart from the status led were constantly lit. Inspection of the device revealed a problem with the microprocessor. The microprocessor was replaced and the device operated as expected. There is evidence that the device was being stored in a wooden box outdoors. Exposure of the device to adverse environmental conditions can have detrimental effects on the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.